Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The reported issue related to internal leakage test failure during pre-use check with information - system volume too large has been confirmed during evaluation of the provided problem description and service report. The device log files were not attached to this investigation. According to the information provided by the field service engineer (fse), it was found the air gas module was defective and the part has been replaced. No parts were returned for further analysis. The root cause for the reported problem could not be determined.